Event description:
It was reported that a patient presented remotely via merlin.net. The patient's implantable cardioverter defibrillator (ICD) had unspecified oversensing and sales representative had reported no real oversensing and premature ventricular contractions (pvc) were not seen after pacing. No symptoms reported. No intervention performed. The patient was stable throughout.